Event description:
Related manufacturer report number 2017865-2023-36962. Additional information was received indicating the physician suspected the noise was due to the device, however, abbott technical support was contacted, the session records were reviewed, and the noise was suspected to be due to the rv lead.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.